Event description:
It was reported by the patient's father that the patient had 10 violent seizures the night of (B)(6) 2015 in which he had to give her emergency diastat in order to clam her. The father reported the following day the patient had a very high heart rate.